Event description:
It was reported that the haptic ripped as the surgeon was advancing the lens into the eye. The incision was enlarged in order to remove the damaged lens. The back-up lens was then implanted with no issues. It was noted that a new technician prepared the lens for surgery.